Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as itchy and burning. The patient reported he was prescribed a medication for the skin irritation, the type of medication is unknown. There is no alleged device malfunction related to the skin irritation. Follow up was completed and the skin irritation was improved.